Manufacturer narrative:
Patient information was unavailable from the site. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that after editing the model, when the surgeon began tracing with the registration probe the probe would not track when placed on the patient's forehead. The site moved the emitter, but the issue was not resolved. The surgeon aborted navigation and there was a 5 minute delay to surgery.